Manufacturer narrative:
Pump serial number updated to reflect patient's current pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the patient's previous pump was replaced due to eri/eos. It was reported that when the rep interrogated the pump for the catheter revision case they noted that the pump they had on file did not match what they saw upon interrogation. The patient's mother indicated that a new pump was placed in 2020. Date, location, and healthcare provider that performed the pump replacement was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter serial number n187859009 was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that, per a neurosurgery operative report from (B)(6) 2023, the patient had pre-operative diagnoses including left spastic hemipareseis, a previous craniotomy for resection of right sided brain tumor in 1994 (of unknown pathology), withdrawal symptoms of hallucinations, and a diagnosed catheter fracture/failure on recent dye study. The patient's clinic was contacted on (B)(6) 2023 due to the patient experiencing new onset hallucinations. An x-ray was obtained, which possibly showed a fractured catheter. Due to this, she underwent a dye study on (B)(6) 2023, which did show some of the dye leaking near the possible fracture site. The catheter access port (cap) was identified and 0ml of clear fluid was aspirated. 10ml of dye was injected. It was notedthere appeared to be some extravasated contrast along the catheter itself, as well as some contrast settling out within the intrathecal space. The patient tolerated the procedure well and was dismissed from the clinic. The doctor discussed the results of the study with another hcp and thought that it was a combination of a small amount of medication making it into the patient's intrathecal space, as well as some of it extravasating, which was possibly why the patient's withdrawals were not quite so severe. At this time, the patient was to be scheduled for a catheter revision. The patient presented to the clinic on (B)(6) 2023 to discuss a pump/catheter exploration/revision. The patient presented to the office, doing well, with her mother. The patient's mother reported that the patient did suffer a fall in her wheelchair on (B)(6) 2023. Since that time, they had noticed a slight increase in spasticity of the left leg when she transferred. She also suffered from hallucinations roughly three times as well. On examination, the pump was located in the right abdominal region. The pump was very loose and likely could be easily flipped if one tried. There were no issues with the incision site. The pump was interrogated. The baclofen dose at the time was documented. No errors or stalls were noted. Given the catheter leak, increased spasticity, and hallucination episodes, the do ctor recommended exploration and catheter revision. The doctor went over the operative risks, expected benefits, alternatives to surgery and expected post-operative course in detail. The patient agreed to proceed. When the pump pocket was opened on (B)(6) 2023, the doctor noted a fair amount of clear fluid in the pocket. The pump was dissected out and removed. The pump was cleaned off with antibiotic solution and was handed off. On the back table, the pump as refilled with baclofen. The previous catheter was then removed from the intrathecal space and was noted to be intact. The doctor then dissected as much of the old catheter that they could between the two incisions and removed it. The catheter broke at the buried connector site, which was a lot more superior than the doctor had anticipated after finding the connector on fluoroscopy. The doctor decided to abandon the retained catheter and connector instead of creating a new incision site. At this point, the tuohy needle was placed in the l2-l3 laminar space and brisk clear cerebrospinal fluid (csf) flow was noted. At this point, the catheter was passed smoothly up to the midthoracic region and confirmed on fluoroscopy at about the t7-t8 level. During the case, backflow of csf was noted through the catheter. The anchor was then pla ced. The pump pocket was sharply debrided and washed out. The catheter was then tunneled to this pocket. About 74.5cm of catheter was cut off and removed and the catheter end was placed on and secured. The total implanted catheter length was approximately 85.6cm. The catheter was then hooked up to the pump. At this point, the pump was covered in a tyrx envelope and placed into the supra-fascial pocket. The doctor irrigated copiously with antibiotic irrigation and closed the skin. The patient was then moved to the post-anesthesia care unit. The patient was discharged from the hospital on (B)(6) 2023.

Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a hole in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to coding for pli 20 (catheter). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg at 323.2 mcg/day via an implantable pump for unknown indication for use. It was reported by the company representative that the patient underwent a catheter replacement after a catheter fracture was found during a dye study. It was further reported that the pump segment was explanted. The company rep stated, "when removing catheter the caulette would not come loose. With using fluoro it was still unable to get the caulette removed. Most of the spinal segment was also removed. Just the caulette remains implanted." The issue was resolved at the time of this report with the patient's status "alive-no injury". The patient weight and medical history were asked but made unknown.

Manufacturer narrative:
D10/d11: concomitant medical products: product ID 8590-1 lot# n173832, implanted: (B)(6) 2009, explanted: (B)(6) 2023. Product type accessory product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2009 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 20-jan-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.